Manufacturer narrative:
Per the customer's response, there were no deviations from instructions for use in reprocessing steps related to the location of the foreign material. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event (foreign material coming out of the nozzle) could not be identified. Also, based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event (burnt distal cover) could not be identified. However, it¿s likely the cause of the burnt distal cover is related to high energy endo therapy accessories being used without maintaining enough distance from the tip of the endoscope. The event can be detected/prevented by following the sections of instructions for use below: event 1 (foreign material coming out of the nozzle) instructions for gif-1200n reprocessing manual chapter 5, ¿reprocessing of the endoscope (and related reprocessing accessories)¿ section 5.5, ¿manually cleaning the endoscope and accessories¿ event 2 (burnt distal cover). Instructions for gif-1200n operation manual chapter 3, ¿preparation and inspection¿ section 3.3, ¿inspection of the endoscope.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects came out of the nozzle and tip cover burnt. There were no reports of patient involvement.